Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon inspection of the device it was discovered that the threaded end of the impactor was damaged therefore may cause an issue with extraction of a trial or impaction of the implant. Please replace. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the reported device event confirmed the reported bent condition. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.